Event description:
Needle would not retract. Nurse indicate that it got stuck and then finally released. Response on (B)(6) 2025. There was no harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the needle would not retract could not be confirmed from the insyte autoguard needle that was provided for investigation. The needle was received fully retracted within the safety shield. The IV catheter was not returned with the needle. No damage or defects were identified that would affect needle retraction. After resetting the safety mechanism, the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.